Manufacturer narrative:
Section h3: PMA # corrected section h6: medical device problem code corrected manufacturer¿s investigation conclusion: review of the retrieved log files confirmed flow alerts for flow signal interrupted and flow below minimum. A specific cause for these alerts could not be conclusively determined through this evaluation. It was reported that the centrimag system stopped running, so the system was switched to a backup system; refer to the console and motor evaluations regarding the reported system stop. The log files from the returned console, serial (B)(6) , were retrieved. Data on the event date of 25jun2024 was reviewed which confirmed transient f2: flow signal interrupted alerts. At the time of the system shutdown, f3: flow below minimum and f2 alerts were captured that cleared within a minute. Refer to the console and motor evaluations regarding the system shutdown. A specific cause for the f2: flow signal interrupted and f3: flow below minimum alerts on (B)(6) 2024 could not be conclusively determined. The centrimag flow probe was not returned for evaluation. The centrimag flow probe¿s serial number was not provided. The 2nd generation centrimag system operating manual (rev. M) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 and f3 alerts, as well as appropriate operator response to these events. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that extracorporeal membrane oxygenation (ECMO) specialist called the heartline after what they described as a centrimag pump stop on a patient. The specialist, along with an intensive care unit (ICU) critical care provider stated that without any intervention the centrimag system stopped running. They rapidly switched to a backup system and resumed support. They estimated that the system was not flowing for 30 - 45 seconds before they were able to resume support. The centrimag console system was plugged into a power strip that was plugged into a red hospital emergency outlet when this occurred. The heater/cooler was not plugged into the same power strip. The system shutdown initiated at 07:53:41 seconds and was then followed by several other alarms including flow below minimum, flow signal interrupted, motor disconnected, and alarms associated with the switch to the backup system.